Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels and the cause was not known. Insulin injections were administered to address the bg level. The infusion set site was changed twice. A pump system check was performed and no device issue was identified. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider.